Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while they inserted the trocar into the patient, the obturator head snapped off. The device broke as it was being placed into trocar it did not reach the patient. The dissector and other device appeared to have manufacturing issues. In both devices, no force had been applied and the top/obturator essentially fell off. There was no patient injury.